Manufacturer narrative:
The mmsi final tightener ¿ x25 driver [product code: 2797-12-600, lot number: g1009] was returned for evaluation. Visual examination indicated that approximately 1mm of the hexalobe on the x25 driver¿s distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause for the distal tip of the driver becoming stripped cannot be positively determined. However, the observed damage is localized to the tip of the driver feature suggesting that a possible root cause may likely be that the driver was not fully seated in the setscrew during the tightening step. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Event description:
Mountaineer screwdriver has a twisted tip (can I get just the handle without sleeves?). Expedium torques were starting to strip from typical use. No adverse event, we had back up drivers.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.